Manufacturer narrative:
The reported events were for ¿no capture¿ and lead dislodgement. A complete lead was returned in one piece for analysis. The reported event of ¿no capture¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted through the emergency room for heart failure symptoms. It was noted that interrogation on (B)(6) 2021 revealed the left ventricular lead had no capture and a chest x ray confirmed the lead was dislodged. A lead revision on (B)(6) 2021 was conducted and the lead was explanted. The patient was stable with no adverse effects.